Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was still experiencing occasional intermittent stimulation with adaptive stimulation turned off. No further diagnostics or interventions had been performed.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they felt stimulation was good most of the time but it would turn off or the patient would feel it intermittently. Adaptive stimulation had been activated on (B)(6) 2015 and this was occurring intermittently. Stimulation was cutting out. This was noted to be sudden with an unknown date. It was thought that this only started happening since activating adaptive stimulation. Additional information received from the rep in response to follow-up reported that adaptive stimulation was turned off to see if this would resolve the issue. The rep was going to follow up with the patient the following week. Relevant medical history included non-malignant pain. Further follow-up was performed to determine the results of having turned off adaptive stimulation.